Manufacturer narrative:
Natus technical support contacted the customer to follow-up on reported issue. The customer was advised that it is not recommended to adjust intensity of neoblue led lights using measurements taken with an olympic bili-meter. Photometer incompatibility issue was resolved onsite by customer and intensity measurements were back within specifications. Tsr requested that the customer provide intensity measurements and which photometer was used. Issue resolved onsite, no further investigation required.

Event description:
The customer reported on (B)(6) 2017 that a neoblue3 unit is exhibiting low intensity with olympic bili-meter. Intensity was reported as 21.5 [?]w/cm2/nm on high and 7 [?]w/cm2/nm on low. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.